Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. (B)(4).

Manufacturer narrative:
(B)(4). On (B)(6)-2015, the customer, (B)(6), reported that during the morning quality assurance testing on the CT system, when utilizing the gantry control panel for moving the patient support, it would try to drive "out" when any button was pushed. The uncommanded motion stopped when the panel button was released. The system was not in clinical use when the event took place and there was no harm to a patient, operator or bystander due to this issue. The customer contacted the philips help desk to inform them about the event. The customer support specialist (css) dispatched a philips field service engineer (fse) to the site. On 07-mar-2015, the fse arrived on site and evaluated the system. The fse determined that the ¿couch out" button on the right hand rear touch panel had failed and temporarily disconnected it until the replacement part had arrived. The fse instructed the customers about the disconnection of the rear panel, asked them to use other panels for clinical use, and replaced the panel on 10-mar-2015 to resolve the issue. After the service, the system was working as specified. The fse discarded the defective panel after replacement, and thus, it was not available to be sent to (B)(4) for engineering evaluation. No log files/bug reports were provided. If a gantry control button fails and the couch would drive out when any button was pressed, there is potential for uncommanded motion of the patient support, which may result in pinching, entrapment, or removal of medical tubing (i.e. Ventilator tubing, IV tubing, etc.). Since there was no part returned from the field or log files provided, a root cause of the issue could not be determined by engineering. According to engineering documentation, the following mitigations for this issue include: ¿ two, redundant monitors are controlling the motion. ¿ a collision calculation is done in each combination of vertical, horizontal, or tilt motion. ¿ hw emergency stop button stops all the motions. ¿ buttons test during initialization. ¿ instructions in instruction for use to observe patient during all movements. ¿ when scan starts, the cirs checks for correct direction and that spiral motion does not stuck. ¿ controllers software verifies that commanded motions are executed or a fault condition is assumed. ¿ couch horizontal motion shall shutdown if a linear force greater than 40 pound for regular couch or 70 pound for bariatric and extended couch is encountered while moving. ¿ design ensures that there is motion during a scan procedure and is redundantly measured by examining both horizontal position encoders. ¿ when the couch has the ¿bedrock¿ configuration, couch horizontal linear shutdown force shall be in the range of 70-80 pounds. ¿ design mitigations for prevention of the hazardous situations: - stopping horizontal motion in the presence of resistance force (not applicable for vertical). - table collision envelope. - single fault safe against uncontrolled motion: a) horizontal node watchdog timer. If maximum time of control response is exceeded, e-stop will be activated. B) double switches on control buttons provides redundancy such that 2 switches must be activated before a motion is executed. ¿ design mitigations enabling human response: - continuous activation for manual motion. - emergency stop controls enable termination of motion in hazardous condition. - emergency power off switch supplied with system or site installation enables the operator to shut off power to the entire system. - speed of motorized non-programmed motion is limited. Since there was no part returned from the field or log files provided, a root cause of the issue could not be determined by engineering; however, based upon the troubleshooting services and statements of the fse, a probable root cause was determined that the issue occurred due to stuck button on the rear right gantry control panel.

Event description:
The customer reported that during the morning quality assurance testing on the CT system when utilizing the gantry control panel for moving the couch top, the couch would try to drive "out" when any button was pushed. The philips field service engineer (fse) confirmed that there was no harm to a patient, operator or bystander. The fse determined that the "couch out" button on the right hand rear touch panel had failed and temporarily disconnected it until the replacement part had arrived to resolve the issue.